Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a blood glucose level of 780 mg/dl and high ketones. Customer was treated with an intravenous insulin drip, and was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, intermittent occlusion alarms had occurred. The pump supplies were changed to resolve the reported occlusions.